Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, automatic mode switching was observed due to noise on the atrial channel, suspected to be caused by debuting lead damage but not confirmed. The atrial lead electrical parameters were stable and the patient was stable and will be monitored.